Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12, with no preceding events and no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the issue did not recur afterward. Customer was advised to continue using the pump and to contact support again if the issue persisted, which the caller understood.